Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer is reported to be leaking from the glass. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. Upon visual inspection the enclosure was noted to be cracked by the water tank cover, the water tank cover was cracked, front cover was chipped, and the line cord was worn. The tank was filled with water, the temp check was attached, the line cord was plugged in and the unit was turned on; confirmed the complaint of leaking. Based on the evidence the root cause was found to be due to user interface.